Event description:
The complaint was reported as: complaint alleges that a tracheostomy pt was transferred from the ICU to a general floor. The pt was receiving 35% aerosolized oxygen through a trach collar, provided by a hudson aquapack and a nebulizer adaptor, part #031-28. Upon arrival in the room, the ICU nurse inadvertently attached the nebulizer to an air flowmeter, rather than an oxygen flowmeter. Not long after the transfer, the pt became short of breath, with arterial oxygen saturation dropping from the 90's to the 70's. An arterial blood gas revealed a po2 of 48 torr. The respiratory therapist began to manually bag the pt with 100% oxygen, and the rapid response team was called. The pt's oxygen saturation returned to the 90's. While the team was tending to the pt, a nursing supervisor noticed that the aerosol had been attached to an air flowmeter, rather than an oxygen flowmeter. The aerosol unit was changed to the oxygen flowmeter, reapplied to the pt, and the pt responded favorably. The pt was fine after the situation.

Manufacturer narrative:
No visual inspection can be performed since the defective sample is not available for evaluation. No functional inspection can be performed since the defective sample is not available for evaluation. A DHR (device history record) review could not be conducted since the lot number was not provided. No conclusion can be established at this time based on the lack of defective of sample.